Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering log data for 03-jul-2025 was reviewed. The ilet delivered insulin and responded to cgm glucose data as expected. No malfunction alerts or factory resets were observed. Alerts for low glucose were appropriately triggered, though not consistently acknowledged. Audio alerts were enabled on the day of the event. At approximately 1:10 pm, the user announced a "more than usual" meal when bg was 130[?]mg/dl, and approximately 7 units of insulin were administered. It is unknown whether food was consumed. A significant glucose drop followed, resulting in a severe hypoglycemic event. The user reported receiving alerts only from the ilet, not from the dexcom app. Based on the data available, no device malfunction was identified. The user delayed responding to ilet alerts while driving leading to the reported event.

Event description:
On (B)(6) 2025, a user reported that their blood glucose (bg) dropped to 26 mg/dl while driving, resulting in loss of consciousness and a car accident. Although the ilet issued an alert, the user delayed responding until they arrived home. The user was transported to the hospital by ambulance, treated in the emergency room with intravenous insulin, and released the same day. The user disconnected from the ilet following the event but has since resumed use.